Event description:
A report was received that the patient's ipg is superficial and the pocket site was painful. The physician has recommended a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo a pocket revision at this time. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg is superficial and the pocket site was painful. The physician has recommended a revision procedure.